Event description:
It was reported that the product was used in a supracervical abdominal hysterectomy. The patient developed a fever and an infection on the second post operative day. The nurse stated the incision dehised. The patient had to be hospitalized on the 12th post operative day for antibiotic therapy. The incision had to be re-opened and debrided. The site is healing by secondary intention.